Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper re-processing which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during service and evaluation, it was determined that the power module device was not functioning and defective. It was further determined that the device had liquid damaged and malfunctioned. It was further determined that the sensors have changed their color from white to red, service led was illuminated. It was further determined that the device failed pretest for externally cleanness and foils of liquid damage, information button and self test, charging and checking of power module in charger, function test, and check indicator ¿ liquid damage. It was noted in the service order that the device did not work while in use with a battery handpiece device and two other power module devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.